Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, when the handle and the cartridge were taken out to prepare for the resection of intestine, the scrub nurse noticed that the jaws were not closed properly but were slightly opened when the jaws of the cartridge were closed to check the opening and closing. Then a new cartridge was taken out and used without any problem. The event occurred during the procedure but the product was not used for the patient. The procedure was completed with another device. The surgical time was extended by less than 30 minutes.